Event description:
Hcp reported the patient had an increase in pain. Dosage adjustments were made with no difference. Pump myelography was done with good relief at first, and then symptoms of achiness and feeling sick. The patient was hospitalized and given supplemental medications in case this was withdrawal. A rotor and dye study were done that showed the pump to be fine. The occlusion was found to be caused by scar tissue at the anchor site at the tip of the catheter. The catheter was replaced and sent to the manufacturer for analysis. The patient is reported to be doing fine and is back to baseline.